Manufacturer narrative:
The system was serviced in the field and failed hardware tests and the system would not turn on. The battery and ups were replaced. Codes b01, c02 and d02 are applicable. The battery was returned and analyzed. The battery was tested (B)(4) with the accompanying ups for a 24hr period. The ups did shut down, as programmed, due to the battery overheating. The ups was then tested with a known good battery and tested with no issues. The battery had a failure. Codes b01, c02 and d02 are applicable. The ups was returned and analyzed. The ups was tested with the accompanying battery for a 24hr period and did shut down, as programmed, due to battery overheating. The ups was then tested with a known good battery and did test as normal. The ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes as programmed. No failures were found with the ups. Codes b01, c19 and d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4), ubd: , UDI#. Product ID: 9735787, serial/lot #: (B)(4), ubd, UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the system had an unexpected shutdown. The system had a battery back up error while plugged in. Shortly after the system powered down. The system was powered back on but the same thing repeated about 30-minutes later. There was a 10-minute delay to the procedure and no impact on patient outcome. Additional information was received. When troubleshooting the issue, the representative was unable to power on the system at all. With the prior knowledge of the system randomly powering down, it was noted that this points to the uninterruptible power supply (ups) and batteries needing to be replaced.